Manufacturer narrative:
Manufactured april 21, 2016 ¿ april 22, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor that underinfused. This was identified during use. The infusor was filled with a total volume of 243 ml of cytostatics. After four days there was only 40 ml infused. There was no patient injury or medical intervention associated with this event. No additional information is available.